Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. As a result an invasive procedure was performed. The physician elected to explant and replace the lv lead. No adverse patient effects were reported as result of this procedure.

Manufacturer narrative:
All available information indicates that this product was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.